Manufacturer narrative:
Title: efficacy of a kaolin-impregnated gauze in the prevention of postoperative bleeding after cervical conization. Source: european journal of gynaecological oncology 2021 vol. 42(6), 1153-1158 accepted: 24 march 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, a retrospective study analyzed outcomes of patients who underwent a loop electrosurgical excision procedure (leep) between january 2011 and may 2018. Force-fx generator was used along with a loop electrode where electrical power was set to 80 w. There were 1006 patients in the study and postoperative bleeding requiring intervention occurred in 129 patients. The most frequently performed intervention was electrocauterization, followed by chemical cauterization, vaginal gauze packing and hemostatic suture. Efficacy of a kaolin-impregnated gauze in the prevention of postoperative bleeding after cervical conization: taejong song, 2021, im r press.